Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v734509, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3389s-40, lot# v777071, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was programmed on (B)(6) 2014 for the 1st time after the new leads were implanted. It was noted that the impedances were in normal range. It was noted that there was no sign of benefit or adverse effects from the initial programming. It was noted that the patient had dystonia so it may take several months for the patient to demonstrate signs of benefit for the system.

Event description:
It was reported the patient¿s leads were explanted due to lack of efficacy, less than 50% therapy relief, and poor lead placement/lo cation. It was noted the patient would be re-implanted at another institution at a later date. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient¿s leads were replaced on 2013-(B)(6). It was noted that the patient was still waiting to be programmed.